Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was in coma, dehydrated and vomited and was admitted to the hospital. The blood glucose result at the hospital was 59.9 mmol/l. The patient received insulin via perfusor at the hospital and was hospitalized for two days.